Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous mid to distal right coronary artery the 3.0 x 18 mm xience alpine stent delivery system (sds) was used with a non-abbott guideliner catheter. The sds failed to cross due to the anatomy. While retracting the sds resistance was met through the guideliner and the stent dislodged inside the guideliner. A guide wire was used to retrieve the stent. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be tested as the device was returned without the stent. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.